Event description:
It was reported that the right ventricular pacing impedance had been gradually climbing for the past month and was now high. Threshold had also increased. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.